Event description:
The customer reported that his blood glucose reached 395 mg/dl and when the device was removed he observed that it did not look as if cannula inserted properly because it was kinked. He could not recall date of incident.

Manufacturer narrative:
The returned device was evaluated and performed as designed. No needle mechanism defect that would cause later or no firing was found. No malfunction that would have caused a failure to deliver insulin was observed. The customer observed that the cannula did not appear to have inserted properly into the infusion site. This condition would interrupt insulin delivery and contribute to hyperglycemia. It cannot be confirmed through laboratory eval. Qualification records were reviewed and the product lot met all acceptance criteria. The omnipod user's guide warns "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result," "check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery," "because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted. If it is untreated, severe hyperglycemia can quickly lead to diabetic ketoacidosis (dka). Dka can cause breathing difficulties, shock, coma, or death. If insulin delivery is interrupted for any reason, you may need to replace the missing insulin - usually with an injection of rapid-acting insulin. Ask your healthcare provider for instructions on handling interrupted insulin delivery," and "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advise of your healthcare provider."